Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. The speed knob was replaced as a precaution. Subsequent functional verification testing was completed without issue and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the speed dial of an s5 double head pump became loose and no failed to adjust the speed during a procedure. The perfusionist adjusted and tightened the screw and the dial began to function as expected. There was no report of patient injury.